Event description:
The customer reported that a drop of diluent dripped on top of a sample tube while running a patient sample on the coulter ac*t diff 2 analyzer . The customer indicated that a few drops of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, glasses, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts advised the customer to flush the probe wipe vacuum pathway and replace the air filters. The cts indicated that the filters were replaced six months ago and were due for replacement. The customer reported that the instrument was still having problems and was generating vacuum errors. A beckman coulter fse (field service engineer) contacted the customer via telephone and assisted the customer with troubleshooting. The fse suspected that the air filters that the customer had replaced may have gotten wet in the process and were the problem. The fse instructed the customer to replace the air filters with new ones and the customer has not reported a recurrence of the event as of (B)(6) 2013. Failure mode of the leak is attributed to the air filters requiring replacement. (B)(4).